Event description:
The affiliate reported the customer alleged less than ten (10) milliliters of clear fluid leaked outside the unit in the proximity of the blood sampling valve (bsv) involving coulter lh 780 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the incident. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue with the field service engineer (fse) through the telephone. The customer was able to determine the tubing was cracked at port no. 6 on the blood sampling valve (bsv). The fse instructed the customer to trim the tubing and reconnect it to port no. 6. The unit was returned to operation. (B)(4).